Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a "service required" code and a high temperature alarm were observed in the ventilator's downloaded error log. The increased airstream temperature (high temperature alarm) appears to have been caused by the ambient conditions in which the device was operating. No malfunctions were noted related to the high temperature alarm. The device's sensor board was replaced to address the "service required" code and the device's software was reloaded.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.